Manufacturer narrative:
Block d2b: additional pro code: qon block g4: PMA number: p190006.

Event description:
It was reported that the patient with this implantable neurostimulator (ins) contacted the company to file a complaint stating the system caused severe, debilitating pelvic floor muscle spasm disorder. The patient reported seeking evaluation and treatment from multiple healthcare providers without relief while the device was implanted. The patient reported undergoing device explantation and stated that pain and discomfort resolved following removal of the device. No further patient complications were reported.